Event description:
It was reported that the patient received inappropriate shocks during ventricular tachycardia due to oversensing via a change in intrinsic morphology. This occurred during a period where the patient received several shocks for ventricular fibrillation. Technical services advised some programming options. There were no adverse patient effects. The system remains implanted.